Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "stiffness, apparent folds, pain and stitches," ¿radial folds of the elastomer," ¿capsular contracture¿, baker grade IV, ¿lobulated in contour¿, cysts, "peri-implants fluid and "fibrous capsule granuloma."

Event description:
Patient reported left side "stiffness, apparent folds, pain and stitches." Healthcare professional reported , ¿radial folds of the elastomer:, ¿capsular contracture¿, baker grade IV, ¿lobulated in contour¿, cysts, "peri-implants fluid and "fibrous capsule granuloma." The device remains implanted.

Event description:
The device remains has been explanted.